Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient received an inappropriate shock. Review of the session records confirmed oversensing. Low pacing impedance, a drop in sensing, and dislodgement were observed. The lead was explanted and replaced without consequences to the patient. The patient was in good condition.